Manufacturer narrative:
No information was received after multiple attempts were made to obtain the contextual use of the device. However, no patient or user harm was reported. The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
H11: patient/user involvement: there was no patient involvement.

Manufacturer narrative:
The front bezel was returned for failure investigation (fi). Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Event description:
It was reported to philips by a customer that the unit's navigation ring is not working. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed was unable to adjust the settings with the navigation ring. The biomed requested the navigation ring to be replaced. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.